Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. We were unable to perform the functional test including the displacement, rewind, basic occlusion, occlusion and excessive no delivery tests due to button keypad anomaly. The insulin pump had cracked case at display window corners, battery tube threads, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that she previously had a high blood glucose level which was down to 162 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.